Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced rejection of the lead extensions. The debridement was performed on (B)(6) 2018. Afterwards, the patient was noted to be in good condition and was receiving normal treatment. The cause of the event was noted to be unknown. It was also unknown when the event began occurring. No further complications were reported/anticipated.